Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 23mm trifecta¿ gt valve was implanted in the patient's aortic position with non-everting mattress suture technique using pledgets. An abbott sizer was used in the surgery. The patient presented at the hospital for symptoms of heart failure in mid-(B)(6) 2020. Aortic regurgitation from the leaflet was confirmed during the examination of the patient. On (B)(6) 2020, a re-do avr was performed and the trifecta valve was explanted, replaced with a 21mm inspiris resilia aortic valve(manufacturer: edwards lifesciences). Upon explant, a tear from the stent post between the lcc and rcc leading toward lcc was confirmed.

Manufacturer narrative:
Explant was reported due to regurgitation. The tear seen at explant was confirmed. Leaflets 1 and 2 were torn. No acute inflammation or significant calcifications were present. Stent post 2 and 3 were bent outward. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation demonstrated mild loss of collagen at one of the tear sites, which could have contributed to the tear. There was also evidence of two outwardly bent stent posts in association with the torn leaflets. An outward bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. However, since it is unknown whether the stent deformation occurred before or after the valve explant, the cause of the torn leaflets cannot be conclusively determined.